Event description:
Pt returned to operating room to r/o gastric leak second to lap. Sleeve gastrectomy. Proximal gastric leak found approx 1cm to 1.5cm to the ge junction where it was noted that the staples did not curl into a b. Approximately 700ml of blood observed. Pt continued to deteriorate and was transferred to another facility for higher level of care where he died. Pt developed post-op gastric leak following procedure of laparoscopic sleeve gastrectomy. Day of procedure a gold load staples used in endoscopic stapler. Also, blue staple loads were used in endoscopic stapler. Upon return to the operating room it was identified that the staples did not curl with b sealing the tissue which allowed the leak.